Event description:
While performing an evaluation on the device, it was identified by an authorized bench technician that components on the processor pca were loose and beginning to separate from the main board. There was no patient involvement.